Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump, and the customer was assisted with this process. After the reset, the malfunction code did not recur, and the customer continued to use the pump. The customer was instructed to call back if any malfunction code reappears and confirmed understanding.